Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen using the coolmax applicator on (B)(6) 2016, to the mid abdomen using the coolmax applicator and upper abdomen using the cooladvantage, coolcore contour applicator on (B)(6) 2016, to the bilateral anterior and posterior flanks using the cooladvantage, coolcurve contour applicator on (B)(6) 2016, to the bilateral inner thighs using the cooladvantage, coolfit contour applicator on (B)(6) 2016, to the mid abdomen using the cooladvantage+, coolcore contour applicator on (B)(6) 2017, to the lower abdomen using the cooladvantage+, coolcore contour applicator on (B)(6) 2017, to the bilateral anterior and posterior upper flanks using the cooladvantage, coolcurve contour applicator on (B)(6) 2017, and to the bilateral inner thighs using the cooladvantage, coolfit contour applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed on (B)(6) 2017.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen using the coolmax applicator on (B)(6) 2016, to the mid abdomen using the coolmax applicator and upper abdomen using the cooladvantage, coolcore contour applicator on (B)(6) 2016, to the bilateral anterior and posterior flanks using the cooladvantage, coolcurve contour applicator on (B)(6) 2016, to the bilateral inner thighs using the cooladvantage, coolfit contour applicator on (B)(6) 2016, to the mid abdomen using the cooladvantage+, coolcore contour applicator on (B)(6) 2017, to the lower abdomen using the cooladvantage+, coolcore contour applicator on (B)(6) 2017, to the bilateral anterior and posterior upper flanks using the cooladvantage, coolcurve contour applicator on (B)(6) 2017, and to the bilateral inner thighs using the cooladvantage, coolfit contour applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed on (B)(6) 2017.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.